Manufacturer narrative:
(B)(4). Subject device has been received and is currently in the evaluation process. DHR review - manufacturing location: (B)(4). Manufacturing date: 06 june 2014. Expiry date: 01 may 2024. No ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: (B)(6). A manufacturing evaluation was completed: part returned in the original carton box. The device is disassembled in 2 components, peek component and titanium component. The part number and lot number etched on the titanium component match to the data reported in the complaint. Both components were re-inspected for all the features pertinent to the complaint condition. Neither dimensional issue nor assembling issues were found. The conclusion of the product investigation is that the part is conforming from a manufacturing perspective. No manufacturing related issue was identified and/or confirmed. Not implanted/explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown zero - pva/unknown lot number. Device is expected to be returned for manufacturer review/investigation, but has yet to be received. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during surgery at the time of the final insertion of cage, this fell off the path linking peek structure with titanium plate. Surgery was prolonged about 20 minutes. Patient outcome is good. This report is 1 of 1 for (B)(4).